Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned or too long implant impinging on the neuroforamen.

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient complained of radicular pain after the surgery. The surgeon thought that the most cephalad implant may have been impinging on the neuroforamen. A few days after the initial procedure, the surgeon performed a revision surgery where he removed the most cephalad implant and placed a new, shorter implant in its place. The patient stated that they had less radicular pain following the revision procedure.